Manufacturer narrative:
Product complaint (B)(4). Date sent: 2/13/2020. Batch # t5ch4h. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Why was the decision made to convert to open? Was the device able to be opened and removed while procedure was still being done laparoscopic? What is the surgeon and staff experience with device? What is the current patient status?

Event description:
It was reported that the powered plus stapler was incorrectly loaded with a 45mm reload during a procedure and when the stapler wouldn¿t subsequently fire, the surgeon chose to manually override the stapler and reverse the knife blade. A second powered plus stapler was opened to complete the case. It was reported that the complications meant that the surgeon made the choice to convert the procedure from a laparoscopic approach to an open approach.